Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, a philips bench technician discovered that the buttons on the front display were worn out and ripped. There was no reported patient involvement.